Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they serviced the arctic sun device and failed with alert 41 (low internal flow). This device had recently been returned from service for the same issue and had the same issues since purchase. Multiple returns. Per follow up information received via email on 13sep2023, the device had been sent into the sydney workshop. The issue was not resolved, and the device was currently under investigation. Device has not been repaired, under investigation and there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer on the manifold. After checking the unit by initial evaluation, unit failed to reach at least 1.5 l/min. Found the circulation pump efficiency goes over 90% without shunt connected. The manifold assembly was replaced. A less efficient circulation pump contributed to the reported issue. The circulation pump was replaced. The 45- hour burn in test performed. General maintenance performed. Est completed. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that they serviced the arctic sun device and failed with alert 41 (low internal flow). This device had recently been returned from service for the same issue and had the same issues since purchase. Multiple returns. Per follow up information received via email on 13sep2023, the device had been sent into the sydney workshop. The issue was not resolved, and the device was currently under investigation. Device has not been repaired, under investigation and there was no patient involvement. Per sample evaluation results on 15dec2023, it was reported that the arctic sun device had less efficient circulation pump contributed to the reported issue.